Manufacturer narrative:
Philips service replaced the hv inverter and control board, restoring device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system exposure failure due to hv inverter and control board on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.